Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the company representative that the programmer¿s touch pen (stylus) was off by about 0.5 inch. Technical support (ts) showed the caller where the calibration software is on the programmer. The device was restored to service. There were no patient complications reported as a result of this event.